Event description:
Sorin group received a report that during a procedure the tubing bunched in the raceway of the s5 roller pump and the pump motor stalled. An error message was displayed. The clinician readjusted the tubing and restarted the pump. The case was completed without further incident. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure the tubing bunched in the raceway of the s5 roller pump and the pump motor stalled. An error message was displayed. The clinician readjusted the tubing and restarted the pump. The case was completed without further incident. There was no pt injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.